Event description:
The caller reported a malfunction on the pump, specifically identifying it as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset instructions, assisted the caller in resetting the pump, and confirmed the malfunction did not recur. The customer was advised to continue using the pump and to reach out again if the issue reoccurred.